Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 3. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 3: during post-treatment while removing the tubing from the machine, the arterial pod separated from the blood pump segment. There was no patient involvement.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). One sample and photo were provided for evaluation. The tubing set and photograph were both visually inspected finding the pod was broken where it connects to the arterial pump segment. The complaint was confirmed. Photographs were provided to manufacturing for review. Manufacturing was unable to determine the root cause of this issue based on the available information. A review of the device history records for sl-2010m2096 lot 10654018 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. A search of the complaint database for this blood tubing set lot number shows no additional complaints of a similar nature as of complaint closure, indicating this is an isolated occurrence. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.